Event description:
The customer reported that the fiber card was not permitting fiber function at 226,700 joules. The case was completed with a second fiber. It was reported that there was no harm to the pt as a result of this event.

Manufacturer narrative:
The customer's initial report of the fiber card not permitting fiber function, is not considered a reportable issue. The device was returned to the MFR and analyzed. The fiber card was verified at 226,700 joules. As the fiber card had exceeded the 24,000 joules/soft limit, it was likely that the fiber expired due to removal of the fiber during case. Upon analysis of the returned fiber, the fiber cap was found to be fractured and partially broken off and exhibited char and devitrification. Based on the analysis findings, the fiber condition would result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem. The customer's initial report of diminished fiber vaporization, is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber's glass cap was found to be detached, the metal cap showed signs of detritus and overheating - the glass cap was returned. The fiber condition would likely result in activation of the systems fiberlife function (high fiber tip temperature/ overheating) which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, a detached fiber cap will also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.